Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The display screen was fully functional and legible. The pump was opened to inspect the display screen and the screen was noted to be intact with a fully seated display flex. A review of the pump alarm history showed no indication of errors, alarms or warnings associated with a blank screen. Unrelated to the original complaint, rust was noted inside the battery compartment. The battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak. The pump was opened up and no further evidence of moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a blank screen issue. This complaint is being reported as the issue may result in an inability to use the product which may lead to long term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.